Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: radiculopathy procedure: posterior cervical level implanted: c3-c7 it was reported that intra-op, the crown of the mas connector set screw sheared off during the final break-off of the mas locking set screw. The product came in contact with the patient. No patient symptoms or complication were reported as a result of this event.